Event description:
Merit medical custom manifold kit cath lab tray had an uncapped ballpoint pen in the sterile contents. Pen is not an item that should be in this kit. Manufacturer response for cath lab manifold tray, custom manifold kit cath lab tray (per site reporter). Device rep aware.